Event description:
It was reported that the patient experienced a lack of pain relief, and also experienced unwanted stimulation. It was noted that one of the patients spinal cord stimulation (scs) leads had migrated almost completely out of the epidural space, and the second lead displayed multiple high impedances. The patient underwent a revision procedure in which the two scs leads were replaced. The patient is recovering as expected. The explanted devices will not be returned as they were retained by the customer.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Brand name: infinion? Cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7086683, upn: (B)(4).